Event description:
Procedure type: patient gender: unk. According to the reporter: a string was stuck by the root of the anvil shaft and notch, and the tissue was pinched in device cartridge. The operator released the wing nut, re-closed the device, and fired. However, about 2cm of damage was observed on the chorionic membrane of the proximal bowel on anterior wall. It is believed this occurred while firing, and manual suturing was performed to correct the damage. No bleeding or significant delay to surgery occur as a result. No further patient details were available but reported in well condition.